Event description:
Clinical information: (B)(4) vista nova study, patient site ID: (B)(6). It was reported that on (B)(6) 26, a 25mm navitor vision valve was chosen for implant using a small flexnav delivery system. The activated clotting levels were 208,200s and heparin was given. There was calcification present extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty (bav) was done with a 22mm non-abbott balloon. After pre-bav, a left bundle branch block (lbbb) was occurred. The valve got fully re-sheathed one time due to implant was too high. The final implant depth at non-coronary cusp (ncc) was 7.27mm and at left coronary cusp (lcc) was 7.61mm. On (B)(6) 2026, a permanent pacemaker was implanted. The patient was reported discharged.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.